Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2014-00992. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The 1st de novo target lesion was located in the mid right coronary artery (mid rca) with 99% stenosis and was 30mm long with a reference vessel diameter of 2.6mm. The target lesion was treated with pre-dilation and placement of a 2.50x32mm ion stent, with 0% residual stenosis. The 2nd de novo target lesion was located in the proximal right coronary artery (prox rca) with 99% stenosis and was 30mm long with a reference vessel diameter of 2.6mm. The target lesion was treated with pre-dilation and placement of a 2.50x20mm ion stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site pronounced the patient expired. Per death certificate, the cause of death is unknown. No additional information is available at this time.